Manufacturer narrative:
An event of the valve holder fell apart while ratcheting was reported. The investigation found the button assembly was separated from the rest of valve holder assembly. However, the button assembly was able to be connected back onto the valve holder without any difficulty. The valve holder was visually and microscopically examined. There was no damage noted to the valve holder or to the button assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm epic plus mitral valve was chosen for a procedure. During procedure, while ratcheting bringing the leaflets together, it was noted that the holder of the valve fell apart when they started to use. The valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm epic plus mitral valve was chosen for a procedure. During procedure, while ratcheting bringing the leaflets together, it was noted that the holder of the valve fell apart when they started to use. The valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.